Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and other medical ¿ ndr observed 1 opening assessed fold flow opening. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported unknown side "deflation", and "high blood pressure" which is not device related. Healthcare professional later reported a left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional later confirmed a left side deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported unknown side deflation and "high blood pressure", which is not device-related. Healthcare professional later confirmed a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported unknown side deflation and "high blood pressure", which is not device-related. Device remains implanted.